Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a loss or change in therapy. The implantable neurostimulator (ins had been shutting off by itself for the past 2.5 months ((B)(6) 2015). The physician had indicated one of the leads is "shorting." A return of bladder and bowel symptoms were reported. This was considered sudden. It was noted the patient had a bowel accident the day prior to the call that was "major." The patient's indication for use was gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent. Reference manufacturing report # 3004209178-2016-03267.